Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon eval, the front response button was non-functional. The root cause for the defective front response button which could not be positively identified. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any problem.

Event description:
A review of service data detected a reportable problem. During servicing of monitor sn (B)(4), the front response button was non-functional. The last pt to use this monitor did not report any deficiencies.